Manufacturer narrative:
It was reported that a a patient with a mitral valve underwent a valve in valve procedure after unknown implant duration for unknown reason. Through investigation it was found that the event was related to a non edwards device. Based on the additional information obtained, this event is no longer considered an edwards complaint and this correction is being submitted.

Manufacturer narrative:
Reference to medwatch #(B)(4) with report ID 2015691-2023-16219 for an additional event related to this procedure. H10: additional manufacturer narrative: 3mensio report was received and reviewed. There was no relevant information for the investigation of this event. The device was not returned for evaluation, as it remained implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with an edwards mitral valve implanted in the mitral position underwent a valve-in-valve procedure after unknown implant duration for unknown reason. A transcatheter valve was implanted within the surgical device. After implantation, the patient became unstable and a 22 minute pcr was performed. Patient was placed on cardiopulmonary bypass. Afterwards, the patient maintained hemodynamics and it was verified that the valve had been implanted inverted. A second valve was correctly implanted. The patient remained hemodynamically stable and was transferred to the ICU. The following day, patient was hemodynamically stable but in a coma. The case was referred to the palliative medicine team.